Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 117 mg/dl. The patient was asked if she recalls any significant events leading to the alarm. The customer stated not sure how it alarm. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump per health care provider instructions.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.